Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 1.3, lab: 3.8. Client routinely checks one pt a month to compare inratio to lab; this pt is discrepant. This pt has been on coumadin since (B)(6) 2009, but this is only the second time tested using inratio. Pt does have hypothyroidism and is not anemic. Pt is taking medications including loretab (no others listed). Tech support informed the client that hypothyroidism could lower results per technical bulletin 104. Tech support suggested checking another pt to compare results. Client to call back if further assistance needed.

Manufacturer narrative:
Investigation pending.